Event description:
It was reported that the clinical info center (cic) was not producing audible sounds or alarms due to the external speakers were missing and needed to be replaced. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.